Event description:
The initial reporter stated that the pump would deliver water, but would not deliver formula. Mmdg followed up with the initial reporter who stated that this occurred during testing, so no patient had been affected. They also stated that they had no other information. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. When the pump was returned to mmdg for investigation the pump was found to have fluid ingress, which caused the pump pc board to fail.

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and no non conformances were found. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the pump is returned to mmdg.

Event description:
The initial reporter stated that the pump would deliver water, but would not deliver formula. Mmdg followed up with the initial reporter who stated that this occurred during testing, so no patient had been affected. They also stated that they had no other information. (B)(4).